Manufacturer narrative:
(B)(4) initial report. Additional information including x-rays, operative notes, patient details and return of the explanted devices has been requested in order to progress with the investigation of this event. It is currently unknown whether the patient experienced any trauma prior to this event, or if the explanted devices are available for examination, however, if received, additional information will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the liner and ceramic head after approximately 4 months due to the liner dissasociating from the cup.

Event description:
Trinity revision of the liner and ceramic head after approximately 4 months due to the liner dissasociating from the cup.

Manufacturer narrative:
Per -3004 final report additional information including x-rays, operative notes, patient details and return of the explanted devices was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of the invesigation was limited. It is unknown whether the patient experienced any trauma priot to the liner dislocation. The explanted devices could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the liner dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.